Manufacturer narrative:
H3: product analysis of: (B)(4); lot# unknown visual and optical inspection confirmed the screw was returned broken. The head portion of the screw was not returned. The screw appears to be broken due to torsional overload. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having cervical lamino plasty for myelopathy. It was reported that head of screw sheered off. Portion of the screw shank including theads remained in patient. Surgeon just repositioned plate and secured at the same level there was no patient symptom reported. There were no further complications reported regarding the event.